Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown baclofen via an implantable pump. The indication for use was intractable spasticity. It was reported that at a pump refill today they aspirated the expected residual medication. When the hcp attempted to fill the pump it "stalled" around 30 cc and they were unable to fill with the full 40. The manufacturer representative (rep) stated that they had used 20 cc syringes and attempted to pull back any air that might be in the pump and held negative pressure. The manufacturer's technical services specialist (tss) reviewed the option to try to fill using a smaller syringe to get more pressure. Tss reviewed option to leave the volume at 30 ml, ensure that the programming was accurate, and try again at next refill to see if pump will accept full 40 ml. Tss reviewed the option to get a lateral x-ray of the pump to ensure there was no obstruction of the reservoir bellows. The issue was not resolved through troubleshooting. The hcp was brought on the line and indicated that they will fill with 30 ml and update programming accordingly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.